Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation.  If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.  As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that the tube was inserted three days ago before the incident date. However, during the time when the patient underwent physiotherapy, the stopper for main port popped out which caused back flow and leak on the floor. There was no patient harm reported.

Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. The device was manufactured on april 03, 2019. One decontaminated sample without the original package or lot number was received at the manufacturing site for the investigation on february 12, 2021. Visual and functional evaluations were performed per procedure, and the reported condition could not be confirmed. However, to measure the force required to open the connector, tension was applied to the component for reference only. The results obtained were 6.43 and 6.91 lbs. A corrective action is not applicable at this time. Functional testing and visual inspections are being performed according to our current quality standards and inspection procedures. We will continue to monitor the process for any adverse trends that require immediate attention. This complaint will be used for tracking and trending purposes.